Manufacturer narrative:
Yielded jaw. Eval summary: the analysis confirmed that the jaws had become yielded, causing the clips to be ejected and making the instrument non-functional. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. Another device was used to complete the case with no pt consequence.